Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure "the active lead spiral could not be spun out." The lead was removed and no patient complications have been reported as a result of this event.